Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a patient presented with blurred "dirty" vision in the left eye five days post lasik. The patient was noted to have stage one diffuse lamellar keratitis. The flap was rinsed, scraped, and irrigated. The patient was seen in follow up and symptoms resolved.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment date. Treatment report review shows the energy for bed cut and canal cut is +0.3uj. The recommendation for bed energy and canal cut energy is +-0.1uj. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).